Event description:
The customer reported the system failed to boot up intermittently. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The connectors were reseated and the power supply was replaced during the service call. The system was tested and found to be working as intended and put back into service.